Event description:
It was reported that during implant, post-paced t-wave oversensing was observed on real-time egm. Programming changes were made and a successful induction was performed with no oversensing present. Patient was asymptomatic throughout.